Event description:
A customer reported their affiniti cvx ultrasound system displayed color doppler artifact during a vascular surgery. Another ultrasound system was used to complete the procedure. There was no user or patient harm as a result of the issue. The service engineer confirmed the reported problem and replaced the acquisition board to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.